Manufacturer narrative:
No files attached.

Event description:
A piece of the backflush hand piece broke off and was floating in the retina. The piece was retrieved with no adverse impact to the patient.